Event description:
Additional information was received that an infection was confirmed and the results from the culture were sent. It was noted the patient was put on hydrocodone. The patient took one pill four times per day. The patient would like to have the pump re-installed, but the patient was told that it could not be done for 1 year. The patient wanted to know if that was true. The patient reported the pump worked well for him.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer indicated the pump was removed due to the infection. The patient had pus aspirated at the incision site. The pain issue had not been resolved and the patient was changed to oral opioids. The patient was having difficulty adjusting to the correct dosage. It was noted the results of a gram stain performed were 'no organisms observed.' The patient noted the pain during the refill may have been due to the infection but he did not know for sure. The patient wanted to have the pump put back in. The patient was directed to follow-up with their healthcare provider (hcp) and discuss their desire for the pump to be implanted again. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (2.0 mg/ml at 2.0087 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient had infection symptoms. The last time the patient had their pump refilled, which was (B)(6) 2016, the patient felt pain during the refill process. The patient noted that had not happened before. The patient noted the incision site where the pump was located had gone from a penny-sized red spot to a grapefruit size and was very tender. The patient noted it had a sharp pain to the touch and they couldn't sit in any position very long. The symptoms had started since that refill. The patient was put on antibiotics on (B)(6) 2016. No recent surgery had been performed. The patient noted the healthcare provider (hcp) thought the patient had an infection and didn't know how the patient got it and didn't know the strain. There was nothing to culture as there was nothing draining. The patient had not had any accidents or falls and the refill procedure was done properly. The patient had no other medical procedures,cuts, or other opportunities where an infection could have entered into his body. The change in therapy/symptoms was noted as gradual. It was unknown if an infection was confirmed. The situation was being addressed by the hcp. The patient had an appointment on (B)(6) 2016 with his hcp. Follow-up was being conducted to obtain resolution of the issue and if the infection had been confirmed. If additional information is received, a follow-up report will be sent.